Manufacturer narrative:
Product complaint # (B)(4). Gtin: product was marked for gudid exclusion. Unique identifier( UDI) : UDI/gtin information is not applicable. Product is no longer marketed. Initial reporter occupation: lawyer. (B)(4). No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient alleges having progressive pain in her right hip that is exacerbated by weightbearing activities. X-ray showed no abnormalities, but the metal levels remained elevated. Repeat metal levels in (B)(6) 2021 showed that the metal levels have continued to rise. Revision surgery has been recommended on her right hip. The curved osteotome/easy out system was utilized in standard fashion to disrupt the interface between the bone and the acetabular component which was noted to be osseointegrated. There was minimal iatrogenic bone loss with removal of the acetabular component but given the components placement both medially and retroverted and relatively large size for the patient's anatomy there was not a lot of bone remaining. Doi : (B)(6) 2010. Dor: (B)(6) 2021. Righ hip affected side.